Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator failed to discharge using these electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient using these electrode pads to no avail. The clinician then changed the set of electrode pads which remedied the problem. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The event electrodes were not returned to zoll medical corporation for evaluation. Instead, the customer returned unopened electrode pads from the same lot number. The customer's report was not replicated or confirmed. A thorough evaluation of the sample electrodes was performed and no assembly or performance issues were found. Based on the results, it was concluded there were no discrepancies with this sample electrodes. This is the first report of this nature against this lot number of electrodes. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.